Manufacturer narrative:
(B)(4). Batch # r5c43e. Investigation summary: the analysis results found that a tcr75 device was returned inside its package unopened. Upon visual inspection, a foreign matter was noted to be inside and was confirmed to be the swing tab from the device. In addition, it was observed that the tyvek and blister from the packaging was damaged; it were noted to have a hole, the hole was noted to be from the outside in. No conclusion could be reached as to what may have caused the reported incident. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was a manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.

Event description:
It was reported that a foreign matter was found in the package before the package was opened at spd. And, it was also found that there was a hole on the package when the sales rep checked the package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.